Manufacturer narrative:
Data analysis: event logs showed no content after (B)(6) 2021, therefore, no data available on the complaint occurred date (B)(6) 2021). However, the event logs from (B)(6) 2021 are relevant to the complaint. During the case start wizard, the purge disc was not inserted (or fully inserted) within 10 seconds of the purge cassette implement, which triggered the purge disc not detected alarm. The alarm was cleared as soon as the disk was inserted and sensed. However, there was another alarm of purge system open which occurred during the case start step 6, indicating purge pressure lower than specification. Device analysis: demo pump and two purge cassettes were utilized through the investigation, no latching/ connecting issues found. The original complaint of ¿purge cassette not being recognized nor latching¿ and ¿purge disc not connecting¿ could be caused from not fully insertion of the cassette/ disk during operation. The purge system open alarm was reproduced during investigation, with extreme low purge pressure presented on the user interface. From the dissemble of purge assembly, it was found that the ribbon cable connecting pressure transducer and purge unit driver was loose. The loose cable caused incomplete connections for sensation of pressure, ultimately giving inaccurate measurement/ reading of low purge pressure. After re-insert the ribbon cable and ensure the connection, the purge pressure value was recovered to normal, and no alarm was issued. Therefore, it confirmed that the purge system open alarm (low purge pressure) was due to an unaligned ribbon cable, the exact root cause of the loosen connection was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
Biomed engineer reports that purge cassette is not being recognized and not latching in the automated impella controller (aic). It doesn't fit tightly and does not go forward to the next step. The aic was returned for investigation. No patient is involved.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.